Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for left side "intense pain", "hardening", "constant left breast pain, which increases in intensity on touch and movement of the left arm", "swelling", "minimal amount of peri-prosthetic fluid, without collections", "fine enhancement of the capsule on the left, nonspecific, which may represent an incipient inflammatory process (capsulitis)", "sparse cysts". The device remains implanted. Treatment: painkillers and anti-inflammatories.